Manufacturer narrative:
Citation: beute tj et al. Use of en snare device for successful repositioning of the newest self-expanding transcatheter heart valve. Sage open med case rep. 2018 dec 20;6:2050313x18819933. Doi: 10.1177/2050313x18819933. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding two cases in which a non-medtronic snare device was used to reposition two generations of self-expanding valves during transcatheter aortic valve replacement. Patient 1: a (B)(6) year-old male patient with severe aortic stenosis and a history of type 2 diabetes mellitus, chronic obstructive pulmonary disease, and previous three-vessel coronary artery bypass grafting who underwent implant of a 29 mm medtronic evolut pro bioprosthetic valve (serial number not provided). During valve deployment, the implant depth was noted to be 3 mm, but after complete release, the valve migrated into the left ventricle to a reported depth of 20 mm causing severe aortic regurgitation. Subsequently, a 6f non-medtronic snare was used to catch the valve by ¿the inner tab and then the outer tab¿ and then reposition the valve to a depth of 4-5 mm. Following repositioning, the left ventricular end-diastolic pressure fell from 29 to 19 mmhg signifying a reduction in the regurgitation. At 2 months post implant, a transthoracic echocardiogram showed a mean aortic valve gradient of 10 mmhg and no evidence of aortic regurgitation. No additional adverse patient effects or product performance issues were reported.